Manufacturer narrative:
Other, other text: one unit was returned for investigation. A leakage test was done and the reported issue was confirmed, the device was leaking from the female side of the luer lock. Review of the lot number showed that there were no non-conformities during the manufacturing process. Root cause analysis was determined to be a supplier item fault.

Event description:
Information received a smiths medical fluid warming/level 1 hotline disposables malfunctioned. Reported during a pre-use check, the customer found leakage of medical fluid from the product. No patient injury.